Event description:
Customer reported the vertical column is not working. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the power connector to the vertical column. System operates as intended. (B) (4).